Manufacturer narrative:
Occlusion is labeled in the IFU. Event evaluation: still under investigation.

Event description:
On (B)(6) 2011, a (B)(6) year old male patient underwent aaa repair. The patient's anatomical form was suitable for the procedure. After placement of a main body and two iliac legs, the final angiography confirmed a distal type I endoleak from the left. Additional leg graft was placed to solve the leak but it covered the internal iliac artery. The physician commented that there was enough length but the internal iliac artery bifurcation position changed due to slight vessel shape change due to insertion of the delivery system. The patient is doing fine after the procedure and will be followed closely.